Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of leg numbness in a (B)(6) male pt, who received corega (super poligrip free denture adhesive cream) for denture adhesion. A physician or other healthcare professional has not verified this report. Concurrent medications included alprazolam (xanax) and ibuprofen (motrin). Medical history was significant for the following: in (B)(6) 2008, the consumer obtained new dentures and used fixodent for about 5 days, then super poligrip free for about 2 weeks. He resumed using super poligrip free in the last week of (B)(6) 2008, because his "bite was off". On (B)(6) 2008, the pt started corega (dental). On (B)(6) 2008, the pt experienced leg numbness, tingling legs and feet and numb feet. The patient stopped alprazolam and ibuprofen, but the numbness and tingling continued. On an unspecified date, the pt was hospitalized for 3 weeks, due to the numbness and tingling of his feet and legs. He had testing including electromography (emg), myelograms, magnetic resonance imaging (MRI), colonoscopy, endoscopy and unspecified blood tests. The pt stated that there were no findings related to his stomach and bowel. However, his calcium level was found to be elevated. He stated that his calcium level was "okay" 4 weeks ago. The pt was placed on a salt restricted diet. He was discharged from the hospital (B)(6) 2009. He stated he thinks he has "something foreign" in his body. The pt discontinued use of corega on (B)(6) 2009. He is not certain if he will resume its use. At the time of reporting, the events were unresolved.